Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista ventilator has alarm 224 "mismatch between delivered and measured fio2" & alarm 151 "o2 concentration low". At this time, there was no information of patient involvement reported from this event.

Manufacturer narrative:
Result of investigation: the root cause of the issue was due to user might not performed a two-point calibration of the oxygen sensor. If two-point calibration of the oxygen sensor not performed oxygen alarms (151 - "o2 concentration low" and 224 - "mismatch between delivered and measured fio2") will trigger. The fio2 calc value based on the flow feedback calculation was always close to the setting. This means that the alarms were based on the oxygen sensor monitoring only. It is usual and mentioned in the user manual that - particularly when using higher o2 settings - a two-point calibration of the oxygen sensor is needed in such alarm situations. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.